Event description:
It was reported that while performing an atrial flutter right (r-afl) procedure, the patient's blood pressure dropped. The reprocessed ultrasound acunav catheter was used after the incident occurred to determine if the drop in blood pressure was due to cardiac tamponade. It confirmed perforation. A pericardiocentesis was being performed at the time of the call. Multiple attempts have been made for additional information on the event, but no additional information has been provided.

Manufacturer narrative:
Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Webster 4 pole, model #:d-1079-237-s, lot #:15711899m. Device evaluation anticipated but has not yet begun. Distributed - reprocessed acunav, model #: unknown, lot #: OEM_acunav. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. No deficiencies noted. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures (B)(4).